Event description:
It was reported that a biolox delta taper liner, jj/36 was implanted on (B)(6) 2013. The patient underwent a revision surgery on (B)(6) 2015 due to pain and osteolysis.

Manufacturer narrative:
It was reported that the patient was revised due to a loose versys stem, after 1 year and 9 months in vivo. The versys stem along with a biolox head and liner were revised. Two undated x-rays, 1 ap and 1 lateral were received: it was unsure at which point of time the x-rays were taken. No radiolucent lines or osteolysis were visible, which indicated the reported stem loosening. Surgical notes dated (B)(6) 2015 were received: a trochanteric bursitis was mentioned and a tender trochanter area as well as tendinosis. The doctor injected lignocaine and celestone in the iliopsoas bursa. A technical investigation was not possible to perform, as the devices were not at hand for investigation. The compatibility check was performed and showed that the product combination was approved by zimmer. No involvement of the two biolox products was mentioned in the reported event description and in the surgical notes or visible in the x-rays. Therefore, based on the review of the device history records it could be concluded that no product malfunction was indicated with the two biolox products. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. X-rays were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).